Event description:
It was reported that the spring wire guide separated during insertion and a small piece was retained in the soft tissue of the arm. Since the small piece of wire is in soft tissue, and the pt isn't experiencing any discomfort, it may be left in situ. There were no associated pt complications.